Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Event description:
It was reported that the patient's device triggered elective replacement indicator (eri) prematurely after only lasting five years. The patient complained of extreme fatigue due to the device being at eri for several months before a change out of the device was performed. The device was explanted and replaced. No further patient complications have been reported as a result of this event.